Event description:
On (B)(6) 2011, a doctor reported that a patient lost a sybronpro tl implant approximately eleven (11) months after placement due to non-osseointegration.

Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro tl implant approximately eleven (11) months after placement due to non-osseointegration.